Manufacturer narrative:
Product ID: 309328, lot# 0208678126, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead; product ID: 309328, lot# 0208678126, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset of the adverse event was on (B)(6) 2017. No further complications were report ed/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208678126, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a return of urge incontinence and pollakiuria which resulted in a stimulator and lead replacement. Factors that may have led or contributed to the issue remain unknown. No diagnostics/troubleshooting was performed. The issue resolved on (B)(6) 2017 and it was reported to be related to the lead and stimulator. Relevant medical history includes urge incontinence and pollakiuria. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID (B)(4) lot# 0208678126 serial# implanted: (B)(4) 2014 explanted: (B)(4) 2017 product type lead product ID (B)(4) lot# 0208678126 serial# implanted: (B)(4) 2014 explanted: (B)(4) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# 0208678126 implanted: (B)(4) 2014 explanted: (B)(4) 2017 product type lead product ID (B)(4) lot# 0208678126 implanted: (B)(4) 2014 explanted: (B)(4) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was broken with impedances greater than 4000 ohms. The event was related to the electrode. On (B)(6) 2017, the stimulator was replaced and on (B)(6) 2017, the electrode was replaced. It is unknown if the device would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 309328 lot# 0208678126 implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead product ID 309328 lot# 0208678126 implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a return of urgencies and pollakiuria due to high lead impedance and battery depletion. The resolution of the event was reported to be on (B)(6)2017. No further complications were reported/anticipated.